Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach has an asymmetrical cuff. Discovered in the patient's home prior to patient use. No patient injury reported.

Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned this complaint will be reopened for further investigation. Email address: (B)(6).